Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -9.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. The patient experienced low vaulting. On (B)(6) 2024 the lens was exchanged with a longer length different model lens and the problem was resolved. The cause of the event was reported as a calculation error - staar calculation.

Manufacturer narrative:
Claim#: (B)(4).